Event description:
Following three unsuccessful cavity integrity assessment (cia) tests, the physician completed a novasure endometrial ablation. He then did a hysteroscopy and saw a "perforation at the right uterine fundus." A laparoscopy followed and he noted the "uterus had charring across the fundus extending to the right cornual region. Omental adhesions were noted attaching to the uterine fundus" which he theorized "may have blocked the uterine perforation from leaking co2 on the fourth cia attempt." Additionally, "the entire bowel was inspected and no thermal injuries were identified." No treatment was needed and the patient was discharged home. Prophylactic antibiotics were prescribed (name of medication and dose unknown). The physician reported he "suspected that the patient was predisposed to uterine perforation due to poor tissue quality as evidenced by the friable cervix which ultimately required a suture to control the bleeding."

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore, the expiration date is not known. The radio frequency controller (rfc) was received on (B)(4) 2012. The disposable device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore, the manufacture date is not known. The manufacture date of the rfc is 08/2007. Device history record (DHR) review was unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).